Event description:
Patient was implanted approximately 9 months, (B)(6) 2012, or 10 months, (B)(6) 2011, ago with plates and screws for a foot fusion. It was determined the patient developed an infection, date unknown. Surgeon returned the patient to the o.r. On (B)(6) 2012; hardware was removed and the wound was cleaned and treated for infection. Surgeon did not revise the patient to any new hardware. Hospital will not be returning the parts. This is 1 of 19 reports.

Manufacturer narrative:
Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10, 6 is achievable when the ifus are employed. Implanted approximately 9 months, (B)(6) 2012, or 10 months, (B)(6) 2011, ago. Review of the raw material device history record for part number 14087, lot number 6560262, showed there were no irregularities that would have caused or contributed to this condition. Review of finished product device history record, part number 02.211.265, lot number 6636610, determined that this order met all dimensional and visual criteria at the time of release, with no irregularities documented during manufacturing that would have caused or contributed to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment. Implanted approximately 9 months, (B)(6) 2012, or 10 months, (B)(6) 2011, ago. Implanted approximately 9 months, (B)(6) 2012, or 10 months, (B)(6) 2011, ago. Review of the raw material device history record for part number 14087, lot number 6560262, showed there were no irregularities that would have caused or contributed to this condition. Review of finished product device history record, part number 02.211.265, lot number 6636610, determined that this order met all dimensional and visual criteria at the time of release, with no irregularities documented during manufacturing that would have caused or contributed to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received.